Event description:
A surgeon reported a patient experienced a posterior capsule tear during a routine clean up of the capsular bag during cataract surgery. The surgeon indicated the event was caused by a reusable I/a tip. The tip was on its seventh use and had no defects. The surgeon instilled viscoelastic into the capsular bag to prevent vitreous prolapse. There was no vitreous loss. The intraocular lens was implanted in the bag.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).